Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became kinked following a pump and catheter replacement in (B)(6) 2012 (please refer to manufacturer report #3007566237-2012-01826). A catheter dye study was performed in august or september 2012. Following the dye study it was determined that the catheter was to be cut because it was kinked. In (B)(6) 2012 a catheter revision took place at which time 2 inches of the catheter was trimmed. It was noted that the old catheter was still in place. The patient reported having pain and that the catheter revision did not help with the pain. The patient stated she had a high pain level and was also taking oral medications. The device system delivered baclofen, morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
It was further reported that this patient was having poor analgesia at the time of the event.

Event description:
It was also reported that a dye study was performed (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 8709, serial #(B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).